Manufacturer narrative:
Section a4 and b5: during processing of this incident, attempts were made to obtain complete event and patient information (weight), but no further information was received. Section b3: date of event is estimated.

Event description:
It was reported that the ipg was inoperable and unable to communicate with external devices. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Correction: d6a - date of implant - implant date added. A patient experiencing an inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.